Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The patient suffered from a gastric malignant tumor. The piston handle broke during the use of the prefilled catheter irrigator on (B)(6) 2024, resulting in the inability to complete the prefilled catheter. The patient was replaced without causing harm to the patient.

Manufacturer narrative:
Pr 10228053 follow up. It was reported the piston handle broke. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe with the plunger rod top part damaged. No other defects or imperfections were observed. This defect could occur if the syringe was not placed in the correct position at the packaging flow wrap machine. A device history record review was completed for provided material number 306595, lot 3355638. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging flow wrapper was performed. The settings and placement of the syringes was correct. The flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. The patient suffered from a gastric malignant tumor. The piston handle broke during the use of the prefilled catheter irrigator on (B)(6) 2024, resulting in the inability to complete the prefilled catheter. The patient was replaced without causing harm to the patient.